Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 57 mg/dl (compact plus system 1) and 100 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, strips have been discarded. Replacement was sent.

Manufacturer narrative:
This medwatch is for the compact plus system 1. Reference medwatch with (B)(6) for the compact plus system 2. Will not be returned to manufacturer.